Manufacturer narrative:
The anti-tshr reagent lot number was 769258 with an expiration date of 31-may-2025. The service actions performed on 05-jun-2024 resolved the issue. The investigation determined the event was due to a maintenance issue.

Event description:
There was an allegation of qc issues for multiple assays and questionable high results for "some" patient samples tested for elecsys anti-tshr (anti-tshr) on a cobas e 411 analyzer (rack system). A specific example of discrepant results was provided for 1 patient sample. The initial result was over 40 iu/l. On (B)(6) 2024 the field service engineer (fse) found liquid leaking from a tube and replaced it. Qc was acceptable. After the repair, the sample was repeated with a result of 4.93 iu/l. The questionable high result was not reported outside of the laboratory.